Event description:
The customer stated that an axsym bhcg result of <2.0 miu/ml was reported on a pt. The same pt sample was tested using architect i2000 bhcg method and the result was 7,900 miu/ml. The dr was notified and a corrected report was issued. The pt returned for testing approximately 5 to 6 weeks later, and the axsym bhcg result was approximately 30,000 to 40,000 miu/ml. No impact to pt management was reported.